Event description:
It was reported that a pt experienced an area of blisters on the right shoulder and left elbow after an mr scan. The pt was wearing a long sleeve sweetshirt and had not been isolated from the bore during the exam.